Event description:
Additional information received indicating that patient experienced pain at both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Correction: d10 - concomitant medical products updated.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005928.

Event description:
It was reported that the patient experienced pain in their head due to one of their occipital leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is responsible for the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.